Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tha, the trident 10x3 insert did not lock into a trident cup (46mm d). Therefore, the surgeon implanted a trident 0 x 3 insert instead of it."